Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the ophthalmic operating system had no vacuum during the phacoemulsification (phaco) mode. Procedure details nd patient impact were not provided. Additional information has been requested and received. Additional information indicated the reported event of no vacuum occurred during a cataract extraction procedure. The phaco handpiece was exchanged but did not resolve the issue. The procedure was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
No service has been performed on the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).